Manufacturer narrative:
Added information to section h6 (type of investigation) updated section e1 (address - line 1), h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing process have the controls to detect conditions related to balloon, windings or spring tip. In addition, in the instructions for use (IFU) it is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed. Based on the available information there is no evidence that supports or confirms theses failure modes are associated to a manufacturing or design defect. Patient demographics unable to be obtained. Corrected data: corrected sections b1 and b2 to reflect the nature of the event.

Event description:
As reported, during use in patient of this fogarty embolectomy catheter, the catheter body tip detached. Vessel was manually opened to retrieve the piece. The device was received for evaluation. The balloon was found to be torn at distal tip and the balloon edges did not appear to match at the torn region. Distal windings were detached from catheter tip.

Manufacturer narrative:
One fogarty arterial embolectomy catheter was received by our product evaluation laboratory for a full examination. The catheter body tip issue was confirmed. As received, balloon was found to be torn at distal tip. Balloon edges did not appear to match at the torn region. Distal windings were detached from catheter tip. Distal windings were not returned. Proximal windings were intact. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.